Event description:
The end user reported that while using the crutches in (B)(6) 2009, he fell when the crutch tips wore through and injured his back. He did not report his incident to us until now. He was recently diagnosed with a herniated disc which he states was a result of the earlier fall.

Manufacturer narrative:
In (B)(6) 2009, the end user was painting base boards as a maintenance worker and injured his knee. While using crutches that he was given for his knee injury, he fell when the crutch tips wore through. He tried to catch himself and slammed his good knee onto the floor and hurt his back. He did not report his incident to us at that time. He recently had an MRI which identified a herniated lumbar disc. He states this back condition is the result of the previous fall. The sample has not been returned for evaluation. The issue has not been confirmed and medical documentation was not provided to indicate the recent diagnosis was the result of the earlier fall. However, in an abundance of caution and due to the reported injury this medwatch is being filed.